Event description:
A bridge bolus was programmed and started before the pump was refilled. A flipped pump was confirmed, therefore, the pump could not be refilled. The bridge bolus in progress was cancelled. There was no therapy or medical problem. A revision surgery was planned to occur the week following the date of this report. The pump medication was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).